Event description:
The subject device was returned for analysis and the device investigation revealed that the subject stent deployed prematurely during use and was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned stuck inside the microcatheter¿s strain relief (inside the microcatheter lumen). The stent was no longer loaded on the stent delivery wire (sdw). The catheter was cut and only portion of stent was retrieved. The stent was seen to be broken/fractured and deformed. The sdw was seen to be kinked/bent. The stent introducer distal tip was seen to be damaged. Functional inspection could not be performed as the stent was deployed inside of the microcatheter¿s strain relief. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent difficult/unable to transfer' was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that the 'stent could not be pushed out of the insertion aid. A microcatheter was used in combination. New microcatheter via alternating wire maneuver worked'. The stent was returned for analysis deployed inside the proximal lumen of a microcatheter. The stent was removed but and was noted to be broken/fractured. The stent was also noted to be deformed. The stent delivery wire (sdw) was also returned and was noted to be kinked/bent. The introducer sheath was returned for analysis and it was noted that the distal tip of the sheath had been removed/cut off. The internal profile of the microcatheter hub is not a good fit with the external profile of the distal tip of the subject stent introducer sheath. This would have resulted in a gap between the distal opening of the sheath and the proximal opening of the microcatheter shaft lumen. Under these circumstances the stent would be advanced into the gap between the sheath and the proximal end of the microcatheter lumen. If this occurred the stent would begin to deploy in this gap and would experience resistance during any further attempts by the user to advance it. This is one possible explanation for the damage noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the reported event ¿stent difficult/unable to transfer' and analyzed events: ¿stent deformed¿, ¿stent deployed prematurely during use¿, ¿stent broken/fractured during use¿, ¿sdw kinked/bent¿ and ¿stent introducer sheath distal tip damaged¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.